Event description:
On (B)(6) 2013, animas received notification from the reporter alleging that the pump was leaking insulin. Animas customer support contacted the reporter multiple times to troubleshoot the pump and was unsuccessful. If additional information is received in regards to the leaking issue than this complaint will be re-evaluated. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: a review of the last basal delivery was on (B)(6) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside of normal use is observed in the black box history. The pump was powered on and displayed the ¿verify¿ screen. The pump was primed and exercised for 24 hours; no alarms or insulin leaking occurred during testing. Unrelated to the complaint, the display was found to be a dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.